Event description:
Pt called in on (B)(6) 2018 stating that she had a "cartridge removed" error but that everything appeared to be okay. Pt stopped the pump, reset it and it started infusing with no issues then a day later, pt got the same error even though everything seems to be set up properly again. Second pump currently infusing with no issues. Replacing pump sn (B)(4). Device malfunction: the reported product fault occurred while in use with pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Reported to (B)(6) by pt/caregiver. Diagnosis or reason for use: pah.